Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis (dlk) stage 1 in left eye one day post treatment. The topical steroid dosage was increased. Two weeks later patient presented with epithelial ingrowth in left eye and patient complaining of dry eye. It was stated that the patient experienced no loss of best corrected visual acuity (bcva). Patient had a flap lift and rinse and the patients symptom's resolved on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.